Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump goes through batteries very quickly. The customer's blood glucose reading was 400 mg/dl at the time of incident. Troubleshooting indicated that a new battery cap would be provided to them and to call back if further troubleshooting is needed.